Event description:
It was reported that during a lap assisted vaginal hysterectomy procedure, the device was not 'burning" the tissue. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.